Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while locked. A general comment was made that there have been clips that open while locked. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar complaint history was not performed as the lot number was not provided due to this complaint is based on a general comment. The investigation was unable to determine a cause for the reported clip opened while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a